Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found a motor stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. The pump tube was also deformed and the pump failed the dispense test by dispensing medication above specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving morphine 25mg/ml at 13.571mg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s pump started alarming today and the reporter believed it was roughly every hour. The reporter also believed it was non-critical alarm that was hourly. The patient had no symptoms and was not in need of a refill. The reporter was redirected to their healthcare provider. Additional information received on (B)(6) 2020 from the healthcare provider reported that the pump had stalled and has not restarted. The logs show a motor stall at 3:29 am on (B)(6) 2020. The patient was asleep at home at the time and started to hear the alarm shortly after. No further complications were reported regarding the event.

Event description:
Additional information was received from the healthcare provider via the company representative on (B)(6)2020 who reported that the patient¿s pump had stalled and they had to replace the pump. A motor stall occurred on (B)(6)2020 at 3:29 am and a stopped pump duration exceed 48 hours on (B)(6)2020 t 3:29 am. The diagnostics and troubleshooting performed was they read the logs. The actions and interventions taken to resolve the issue was the pump was replaced. It was noted that the catheter was also replaced as well. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The pump was delivering infumorph 25 mg/ml at 1mg/ml. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.